Event description:
It was reported that on (B)(6) 2024, a 35mm navitor titan vision was implanted at a depth of 4mm. Patient was in sinus rhythm. Length of membranous septum was 4.1mm. No calcification extending beneath the aortic annular plane in the interventricular septum. On (B)(6) 2025, due to left bundle branch block leading to complete heart block, a permanent pacemaker was implanted.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event appears could not be conclusively determined. The reported surgery is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: